Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an adhesive event as the infusion set fell off during use after it had been in use for a few hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient country: (B)(6).